Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that there was no allegation against the cassette and that the leak was found on the connection of the bags. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cycler set, integrated experienced a low priority alarm (max air exceeded). This occurred during used of the device for peritoneal dialysis therapy. During troubleshooting, the nurse noted a leak from the port on the bag used for connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in april 2024, reported as "over the weekend." Should additional relevant information become available, a supplemental report will be submitted.